Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 27f and the pacemaker procedure was completed. The pre-placed sutures were used to achieve hemostasis. There was no reported clinically significant delay in the procedure. Reportedly, approximately a week later, the patient returned stating the right leg was feeling wrong and was swollen. A computed tomography scan and echo-guided imaging were performed. A deep vein thrombosis was noted. As the patient was covid-19 positive; the patient was prescribed eliquis and sent home. The cause of the thrombosis is undetermined. Follow up with additional imaging will be performed once the thrombus subsides. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and edema are listed in the perclose prostyle instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2993 removed.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 27f and the pacemaker procedure was completed. The preplaced sutures were used to achieve hemostasis. There was no reported clinically significant delay in the procedure. Reportedly, approximately a week later, the patient returned stating the right leg was feeling wrong and was swollen. A computed tomography scan and echo-guided imaging were performed. A deep vein thrombosis was noted. As the patient was covid-19 positive; the patient was prescribed eliquis and sent home. The cause of the thrombosis is undetermined. Follow up with additional imaging will be performed once the thrombus subsides. Subsequent to previously filed report, additional information was received: no follow-up imaging will be performed. No further action will be taken at this time. No additional information was provided.